Event description:
It was reported that the patient experienced a low glucose event of unclear cause while using the ilet, and a blood glucose questionnaire was completed along with troubleshooting and education. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included user interview and review of available use information. Investigation of this case revealed no device malfunction reported and no identifiable device-related cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.